Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It is reported by getinge fse that the cardiosave intra aortic ballon pump (iabp) unit was down and device was found in customers storage room with a note on it stating broken. There was no indication of actual or potential harm or death.